Event description:
Dealer reports that the end user and wheelchair were involved in a motor vehicle collision with an 18 wheeler. Per the affiliate, the end user allegedly received bruising all over her body and two staples on her skull. There is no claim of malfunction or defect.

Manufacturer narrative:
Discussion: in reviewing the complaint, the dealer reports that the end user and wheelchair were involved in a motor vehicle collision with an 18 wheeler. The end user was crossing the street and the driver of the 18 wheeler was speeding. The vehicle reportedly could not stop in time, leading the driver to strike the wheelchair on the right hand side. There is no information provided on what type of damage the wheelchair received during the incident. Per the affiliate, the end user reports that she allegedly received bruising all over her body and two staples on her skull. There is no further information regarding the end user's injuries and their ongoing treatment. Conclusion: in conclusion, there were no claims of malfunction or defect made against the wheelchair. Due to the allegation of a serious injury that required medical intervention (laceration requiring 2 staples), this MDR is being filed. Additional note: the original MDR was submitted on 8/18/2023 within the 30-day requirement defined in 21 cfr 803 with a successful acknowledgement 1 and 2, however it was identified that acknowledgement 3 indicated that the submission failed and was not entered in the cdrh database. It was found that the cause of this failure was attributed to an error in the manufacturer number and a lack of clear guidance for verifying successful submission in the organization's procedures. Corrective actions have been implemented correcting the manufacturer number in the organization's procedures and defining the steps required to verify successful entry into the cdrh database. While the original submission was on-time, this filing is being made because the original submission was not successfully entered into the cdrh database within the 30-day submission requirement.